Manufacturer narrative:
Follow-up #1: date of submission 06/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: there was visible rust/corrosion inside battery compartment. Leak test performed; failed due to battery compartment leak and bolus button leak. Pump opened; no further evidence of moisture found internally. A battery compartment crack was found on the side of the battery compartment from the threads traveling down toward the case seal, above the bumper at the threads and on the side of the battery compartment from the case seal traveling up toward the threads. The abb cover was damaged/punctured. The abb is responsive during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture: battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.